Manufacturer narrative:
Conclusion and justification status: the complaints states procedure: corail extraction revision. Primary surgery date: approximately 1 year ago. Revision date: (B)(6) 2015. Reason for revision was due to pain. Patient felt pain after primary surgery. Surgeon said that the stem was loose. A review of manufacturing records and complaints databases did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision was due to pain. Patient felt pain after primary surgery. Surgeon said that the stem was loose. Surgeon said that there were black materials around the stem. Surgeon sent it out for testing to know what the black material is around the stem.